Event description:
It was reported by the patient that last week they had a myocardial infarction (mi). The patient also reported that the medtronic field represenative did some testing and attempted programming without result. The patient indicated being "totally dependent" on the device and would like to have the device replaced. The patient stated that the battery is nearing replacement, "wiring is defective" and " whole chest pulsates". The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024, non-defib lead; (B)(6) 2000. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.